Manufacturer narrative:
(B)(4).

Event description:
A company representative was present during vitreoretinal surgeries following this event and confirmed that the customer is using the system and consumable according to manufacturer recommendations. Preventative maintenance was requested for the system.

Manufacturer narrative:
There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on may 22, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. A complaint was received regarding endophthalmitis - tass (patient 1 of 6). The primary contact confirmed there were 6 patients with inflammation of the anterior segment of the eye and exudation in the anterior chamber and vitreous. The device history record (DHR) review did not show any abnormalities. Also no remarks which could have contributed to the mentioned issue were made during the manufacturing process of this lot. The sterilization cycle was checked for this specific custom pak lot and no abnormalities were reported. This lot was released according to the specifications. There was no direct root cause for this issue could be found within the manufacturing and sterilization process. There were no complaint samples received for further investigation. A complaint history check was performed and there are 2 complaints for this contract type of event in a period of one year. For this hospital 4 other complaints were received for the same event. There is no certainty about the contract or lot number of these complaints. All of these complaints were received in the period (B)(6)2017. No new complaints were received. No complaints were received for custom paks that were sterilized in the same cycle or have the same lot numbers of items in the custom pak. A review of the device history record (DHR) and the sterilization record did not show any non-conformances. The custom paks were manufactured, sterilized and released according to the applicable specifications. Custom paks are manufactured in a controlled environment. Dress code and hygienic procedures are in place in order to prevent the risk of contamination. Based upon the information obtained, the root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
An ophthalmic surgeon reported that one day after a vitrectomy procedure for a vitreous hemorrhage in the left eye due to ocular trauma, the patient presented with inflammation in the anterior chamber. Choroidal effusion and decrease in intraocular pressure were noted. Endophthalmitis is suspected. The patient was hospitalized and received intravenous antibiotics. The patients symptoms have not resolved. Additional information has been requested and received. This is one of six reports from this facility.